Event description:
It was reported that during a da vinci myomectomy procedure, a broken cable was identified on the tenaculum forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following damages: scratches on the surface of the distal pulley. The instrument's main tube had deep scratches/gouges. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube. Failure analysis concluded that the damage may be due mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable/light material removal found during failure analysis if to recur could cause or contribute to an adverse event.